Event description:
Medtronic (covidien) received information that during a flow diversion treatment attempt of an unruptured large saccular left ophthalmic carotid aneurysm with pipeline flex, the physician reported incomplete opening and twisting in middle of device on all occasions of 3 pipeline flex delivery attempts. The physician was unable to get the device to initially deploy due to vessel tortuosity related to a loop in internal carotid artery anatomy. Upon deployment with the microcatheter in the m1 middle cerebral artery straight segment, the physician reported pipeline flex could not be initially deployed and the device appears to have incomplete opening and twisting in middle of device (MDR# 2029214-2015-00440). The physician tried to resheath the device 2-3 times and decided to remove the device. The patient was re-accessed and attempted unsuccessfully with a new catheter and pipeline flex device because of incomplete opening and twisting in middle of device (MDR# 2029214-2015-00441). Twisting and stretching of the microcatheter was noted on 2nd attempt device was recaptured. A third attempt occurred as well with an unsuccessful pipeline flex deployment due to incomplete opening and twisting in middle of device (MDR# 2029214-2015-00442). The physician noted very tortuous anatomy would not allow for successful deployment and completion of case. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found inside catheter. The distal end of the pipeline was found to be extended out of the distal catheter tip. The distal and proximal ends of the pipeline were found fully opened with damaged braid. The pushwire appeared to be bent and the catheter body appeared to be accordioned. An in-house mandrel was inserted into the catheter distal tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaints were confirmed for "resistance during delivery" and "catheter resistance/damage" issues. The customer's complaints could not be confirmed for pipelines "twisting in the middle/failure to open" issues. The causes for the experience reported could not be determined as the returned pipelines were fully opened with damaged braid. It is possible that the damaged tip coil, pushwire, braid, microcatheter and tortuous anatomy may have contributed to the reported issues subsequently causing friction during the delivery and failure/incomplete to open. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Same event as reported in MDR# 2029214-2015-00440 and 2029214-2015-00442.